Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of having high blood glucose and requested assistance with bolus wizard since using sensor. Customer's blood glucose was 57 mg/dl and 464 mg/dl. Customer was assisted in using bolus wizard to treat high blood glucose.